Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported twenty-one days post generator change out that the patient appeared to have an infected device pocket. The implantable cardioverter defibrillator (ICD) system was explanted. The patient was put on antibiotics. It was noted that the patient is wearing a life vest while they heal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.